Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2015 that a patient may have a lead break due to high impedance. The physician performed system diagnostics with results of high lead impedance. X-rays were received by the manufacturer and reviewed. Based on the images provided, just below the third tie down there appears to be a clear lead fracture which may have contributed to the observed high impedance. The areas of the lead around the generator could not be assessed based on the images provided. The patient underwent replacement surgery on (B)(6) 2015. The explant devices have not been received to date.

Event description:
The explanted generator was received for analysis on (B)(4) 2015. Product analysis for the m102 generator was completed and approved on 08/19/2015. The device performed according to functional specifications. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found.